Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received two inappropriate shocks in the primary sensing vector while sleeping. There were also some inappropriately declared atrial fibrillation (af) episodes. The patient was evaluated in-clinic via provocative maneuvers and diagnostic imaging. Automatic set-up was performed, which selected the secondary vector as the most appropriate sensing vector. Additionally, the device data and x-ray images were provided to boston scientific technical services (ts) for review. Ts discussed that the shock therapy was delivered due to oversensed non-physiological artifacts, which were likely caused by either unstable tissue contact near the proximal electrode cable node or the device during postural changes, impairment of the electrode, or other contact disturbances in the device header. The x-ray images provided confirmed adequate system placement, with no obvious kink/bend in the electrode. As the troubleshooting performed in-clinic was not able to reproduce the non-physiological artifacts, ts confirmed that the current programming (in the secondary vector) is suitable. Finally, it was confirmed that there were also myopotential artifacts noted in the stored episodes in the primary vector, as well as occasional variable, low r-wave amplitude measurements. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.